Event description:
It was reported that the patient had a shocking or jolting sensation. They were not able to make adjustment with the antenna attached. They had been dealing with the manufacturer representative and just left a message for them. They had problems so they talked to the manufacturer representative about it and didn¿t know if they should call the manufacturer. The patient¿s family member tried to use the programmer, but they could not connect. One of the problems was that the battery was dead so they replaced the batteries but couldn¿t get the programmer to work. This was the first time they had tried to use the programmer and increase the numbers, and the manufacturer representative corrected them because they were hitting some wrong buttons. They were able to connect without the antenna but were not able to connect when the antenna was attached. The repair department determined the problem was that the antenna wasn¿t plugged into the programmer. The issue was resolved as they were instructed to plug the antenna in. The patient wa s at 1.3v and wanted to increase to 1.6v. It was up to 1.9v, but the patient felt a jolt then so they wanted to go up to 1.6v. The patient¿s family member moved it to 1.6v and the patient didn¿t feel anything, but they wanted to leave it there. It was further r reported that the cause of the event was determined, it was device related, and reprogramming was not needed. The patient¿s spouse was unclear on how to work the device despite meeting with the health care provider (hcp) several times. The troubleshooting, intervention, or other action taken to resolve the event was that the hcp spoke with the patient¿s spouse and the patient on (B)(6) 2014 and the patient would have a follow-up appointment. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0k85w, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).